Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to duplicate the reported failure. The iabp device passed leak tests, and all manifold tests. The stm performed full functional check and safety test. The iabp unit was cleared to be returned to clinical service.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) unit shutdown and alarmed no helium. This event occured before use on a patient; thus there was no patient injury or harm. The biomed was unable to provide any further information.